Event description:
The pulmonary artery catheter (pac) temperature was 103 degrees. The tympanic temperature was 100.7 degrees.manufacturer response for catheter, flow directed, swan-ganz, vip: waiting for them to call back.